Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient suffered from a hypoglycemic seizure while the cgm was displaying 3.8 mmol/l. A comparative fingerstick measurement was performed which revealed a blood glucose meter value of 2.1 mmol/l. The patient¿s mother treated the patient with glucagon and did not require any assistance from emergency services. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.